Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst noted that elective replacement indicator (eri) was the result of a depleted power source and the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4068-58 lead, implanted 1997-(B)(6). (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited suspected early battery depletion. It was noted that the patient was pacing dependent. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.